Event description:
Rn reported a home patient (hp) with a leak in his transfer set located in the area of the twist clamp. The transfer set was two weeks old. The rn changed the transfer set and the home patient rec'd prophylactic antibiotics (ancef 1.5gm). Per the rn, there was no pt injury related to this incident.